Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir was leaking. Customer¿s blood glucose was 23.8 mmol/l. Customer treated with pen. Customer is not sure on leakage but there is bubble in between the 2 o rings. Customer states the reservoir was used. Customer stated that no leak seen insulin in between o rings. Customer completed troubleshoot and will replace the insulin the pump. Advise customer to change the reservoir. The reservoir will not be returned for analysis.